Event description:
It was reported that the pump was on, but the display remained black. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer administered a manual injection to address bg. The customer reverted to an alternate method insulin therapy.